Manufacturer narrative:
Follow-up 01 contains additional information updated regarding the identification, return and investigation findings of the subject device in fields b5, d4, d6b, h4 and h6 and change to event type to serious injury in fields b1, b2 and h1.

Event description:
A surgical procedure was performed to remove the implant.

Manufacturer narrative:
We are attempting to obtain additional information regarding this event; should more information become available we will update the agency accordingly.

Event description:
The surgeon reported approximately 6 months post-operatively that the implant construct was separated and had migrated. The surgeon reported that this event may be related to a fall the patient experienced.

Manufacturer narrative:
Follow-up 02 to correct: d1 add registered trademark symbol to brand name. D4: correct 510(k) number.